Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was identified that the image was dark. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Upon receipt of investigation results on 05/15/2007, it was noticed that moisture was trapped. This is reportable malfunction.

Manufacturer narrative:
Investigation details: the investigation results that was received on 05/15/2007 from MFR indicates that distal window is damaged due to customer mishandling. It was also moisture in objective assembly.